Event description:
It was reported that the patient's blood glucose level reached 335 mg/dl while wearing the pod longer than 48 hours. The investigation observed a tear in the exposed portion of the soft cannula. The device was originally reported for a pod fluid/insulin leaking during wear.

Manufacturer narrative:
Fluid was found to leak from a tear in the exposed portion of the soft cannula. Because the timing and cause of this soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.4 cgm sensor type: unknown please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.